Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that the that screen appears smaller, and he is unable to read the time and date at the top of the screen. There is no defect covering the time and date. He is alleging that due to the screen appearing smaller, the top of the screen is cut off and thus the time and date are no longer visible. No adverse event alleged. A request was made for the return of the device. Serial number is worn off from use.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.